Manufacturer narrative:
Updated/correction: e3 & e4 h3 updated information.

Event description:
It was reported that the device was plugged into the wall outlet and the IV pump shut down unexpectedly without a warning alarm. After the pump was turned back on, the pump continued to say there was a low battery. There were no patient adverse effects caused to the patient in the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was plugged into the wall outlet and the IV pump shut down unexpectedly without a warning alarm. After the pump was turned back on, the pump continued to say there was a low battery. There were no patient adverse effects caused to the patient in the event.